Event description:
Per the clinic, the patient experienced redness, irritation and an infection at the implant site which was treated with a topical antibiotic. The patient was hospitalised.

Manufacturer narrative:
This report is submitted on november 21, 2022